Event description:
Medication would not inject/disp. Unable to inject insulin - tried replacing needle without bleeding. Strength: 100 units/ml. Quantity: 5 x 3 ml pens. Frequency: twice a day. How it was taken or used: sq. Date the person first started taking or using the product: (B)(6) 2014. Date the person stopped taking or using the product: (B)(6) 2015. Why was the person using the product: diabetes.